Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a deflation and after a mammogram stated that the breast "did look like it was firmer". This record is for the left side. The device remains implanted.